Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead during implantable pulse generator (ipg) replacement. The lead remains in use. No patient complications have been reported as a result of this event.